Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). A customer reported system messages were displayed during set up. The customer attempted to used their other system and that system also displayed system messages. The customer switched the footswitches and completed the case without issue. There was no pt involvement.

Manufacturer narrative:
The system functioned properly with the other footswitch, therefore the service call was canceled. The customer will call back to order another footswitch. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).